Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of a 17 mm cannulated drill bit broke off where it attaches to the quick coupling, after drilling the opening hole for the trochanteric fixation nail. There was no surgical delay. The drill bit and tip were easily retrieved. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: one 17.0mm cannulated drill bit, large quick coupling, 300mm (part 357.394, / lot u133818) was received with the complaint category of ¿broken: intraoperatively.¿ the complaint condition is confirmed as the drill bit was received with the proximal end broken off. The returned part is determined to be suitable for the intended use when employed and maintained as recommended. Although the root cause cannot be definitively determined without additional information regarding the user technique and the conditions at the time of the break, it is most probable that the method of use resulted in the complaint condition. A device history record review was performed for the returned drill bit. Orchid unique manufactured the device the certificate of compliance indicates the parts were manufactured to and met the required specifications. The lot was inspected and conformed to the synthes, incoming final inspection sheet. No non-conformance reports were generated for this lot. Further evaluation shows that this device is intended for use in opening the canal/preparing a pathway for the trochanteric fixation nail. Information is provided by the titanium trochanteric fixation nail system technique guide. The returned drill bit was received with the proximal large quick coupling post sheared off at the base right before the groove begins. The connecting post shows surface scratches and the distal flutes show worn edges and small dents. The remainder of the device is in good condition with only light surface scratches consistent with wear from use. Thus, the complaint condition is confirmed but cannot be replicated since the proximal end is already broken. A review of the current design drawing and the drawing revision at the time of manufacture was performed. The design history was found to not impact the complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. This drill bit is manufactured of heat treated 440a stainless steel and is reusable such that it can be used until the edges appear dull or damaged, but should be replaced once any damage has been noticed. Based on the returned condition, it is probable that use of this worn instrument over 4 years and excessive side (cantilever) loading of the drill bit resulted in the failure at the large quick coupling post base. Although the root cause cannot be definitively determined without additional information regarding the user technique and the conditions at the time of the break, it is probable that the method of use resulted in the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A review of the device history record was completed: orchid unique manufactured the 17mm cannulated drill bit large qc/300mm, part number 357.394 and lot number u133818. The supplier¿s certificate of compliance indicates the parts were manufactured to and met the required specifications. The lot was inspected and conformed to the synthes, incoming final inspection sheet. No non-conformance reports were generated for this lot. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.